Manufacturer narrative:
(B)(4).

Event description:
The customer reports the needle hub cracked and during puncture entered air (due to crack). The needle hub is broken.

Manufacturer narrative:
(B)(4). The customer returned one introducer needle for evaluation. Visual and microscopic examination of the needle revealed a crack in the introducer needle hub. The needle hub also contained signs of use in the form of dried blood. The needle hub was tested for leaks by attaching a returned ars syringe filled with water to the needle hub and then depressing the plunger to expel the water. Water exited the needle bevel but was also squirting from the crack in the needle hub. In addition, water was not able to aspirate into the syringe while the introducer needle was attached. This was likely due to the crack in the needle hub. A device history record review was performed and no relevant findings were identified. The customer report of a cracked needle hub was confirmed by complaint investigation. The returned introducer needle hub contained one crack. A device history record review was performed and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under a CAPA (corrective action not yet implemented). The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The customer reports the needle hub cracked and during puncture entered air (due to crack). The needle hub is broken.